Manufacturer narrative:
(B)(4). Batch # t9353l. Investigation summary: the analysis results confirmed that one 5dcs instrument was received with no damage in the external components. In addition the device was received inside of the trocar tube. When testing the instrument for functionality it was noted that the end effector was found damaged. No conclusion could be reached as to why the end effector of the device was returned damaged. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the 5dcs (laparoscopic scissors) failed to function during procedure. Operated briefly, but then failed to open/close correctly. It is unknown how procedure was completed. Patient consequence was not reported.